Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient (germany) is without stimulation and unable to establish communication with the ipg via either the programmer or charging system. Surgical intervention will be undertaken at a later date to address this issue.